Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set involved is unknown. The brand name, manufacture and 510k however have been provided in this MDR. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h12f07040 and h12h31095 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On an unreported date, the patient had to get the catheter replaced due to a malfunction. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.